Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cuff component of the bivona tracheostomy tube failed to inflate. This product problem was observed during testing. There was no patient involvement.